Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges wrongful death and the patient had subsequent surgical intervention, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix l/p mesh (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) on (B)(6) 2011 and bard/davol composix l/p on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges wrongful death of the plaintiff on (B)(6) 2019. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress, pain and suffering, and the device was defective.